Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of talar components for reasons either loose or oversized talar component.

Manufacturer narrative:
Correction - please refer d1 product long description and h6 device code. The reported event could not be confirmed since the device was not returned for evaluation but with the provided CT scans alleged event could not be confirmed. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. With the available CT scans a formal medical opinion was sought the provided CT scan does show some radiolucence and smaller cysts adjacent to the talar component. There is no loosening or migration visible. It is mentioned in the medical record , that the reason for the revision is not clear and that there might be an oversized or loosened talus. Loosening is possible. However, in the meantime a revision was performed and did not show any loosening. A soft tissue resection with gutter clearance was performed. For a sound assessment, whether this was truly the cause of the pain, we have to wait for the patients feedback on complaints, here. Failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. If the device is returned or if any additional information is provided, the investigation will be reassessed

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of talar components for reasons either loose or oversized talar component.